Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a 12 lead ECG and monitoring a patient, their device unexpectedly powered itself off. When the device was turned back on, the device switched over to the fully charged second battery and was used without further issues. No further details about the patient were provided. Physio-control has contacted the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power pcb assembly and battery power cable assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and observed there was contact corrosion on the surfaces of the connector pins of pcb-mounted jack connector, designator j11, due to wear. The corrosion caused high resistance to measure across the j11 connector contacts. Physio also examined the removed battery power cable assembly and observed contact corrosion on cable-mounted plug connector, designator p11, which plugs directly into pcb-mounted jack connector designator j11. Contact corrosion at j11 and p11 can potentially cause an excessive voltage drop during defibrillator charging which may result in the device losing power unexpectedly.

Event description:
The customer contacted physio-control to report that during a 12 lead ECG and monitoring a patient, their device unexpectedly powered itself off. When the device was turned back on, the device switched over to the fully charged second battery and was used without further issues. No further details about the patient were provided. Physio-control has contacted the customer in order to obtain additional information on the patient; however, no response has been received.